Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service and reported she's been having allergic reactions to 16-0044-0, 4x4, island dressing, sterile 50/bx a50044. She does not remember when it first started but believes it began when she first started pd back in (B)(6) 2021. Her skin becomes inflamed and starts to bleed if she scratches for too long. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).